Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of handle was loose.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, the handle was loose, and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of handle was loose. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the device was returned with the check valve detached. The ligator housing was returned; however, it was observed that it was not used. It was also seen that the handle slot does not have evidence that the trip wire was secured. Microscopic inspection was performed, and it was noted that the handle's check valve has evidence that it was previously welded. No other problems with the device were noted. The reported event of bands unable to deploy and loose handle were confirmed. Upon analysis, it was noted that the assemble handle step#1 would have detected if the handle check valve was detached. It is most likely that this damage at the check valve section happened as a result of manipulation of the device when it was being prepared to be used on the procedure. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, the handle was loose, and the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.